Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 370 mg/dl also they had diabetes ketoacidosis. Their current blood glucose is 346 mg/dl and it was in 300's mg/dl earlier. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer declined to troubleshoot further. The customer was treated with manual injection. The device is not expected to be returned for analysis.